Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'false downstream occlusion alarm' was verified through the a review of the event history log which was reproduced. Evaluation revealed that the cause was a downstream force sensor flex was the failing component due to cracks on the tail pins which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.